Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed in the primary sensing vector. The patient was brought in for testing and the noise was unable to be reproduced. The s-ICD was reprogrammed to the secondary vector. Boston scientific technical services (ts) was consulted and reviewed the available data. Ts noted the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting options including possibly obtaining an x-ray. The s-ICD and electrode remain in service and no adverse patient effects were reported.